Manufacturer narrative:
Gbo complaint (B)(4). No samples were received for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint to our supplier for their investigation and comments. According to the investigation and comments of the supplier where we receive the product from, a check of the batch records revealed no deviations in relation to the reported event. Retain samples were visually examined. Tests were conducted for draw volume, additive concentration and gel functionality. All results meet specification. Therefore, the complaint cannot be determined.

Event description:
Customer states one of their clients is getting low sodium and chloride results. Customer's investigation has determined that this issue is isolated to this one client and they don't think that there is an analytical issue with their instruments. They feel that there may be something going on pre-analytically with collection or processing. At least two examples of occurences were observed. Bmp was run and resulted. After concerns about low na and cl the samples were repeated with higher results and the reports were corrected. Gel separation between the plasma and the red cells was apparently good. The analyzer used is beckman coulter au 5800 at atrium's core lab.